Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experience to hyperglycemia. Customer's blood glucose level was 417 mg/dl. Customer reported that the insulin pump had motor error alarm. Customer was on manual shots. Customer reported that the drive support cap appears to be normal and insulin pump was not exposed to high magnetic field. Customer was unable to complete insulin pump rewind due to alarm, that insulin pump was able to rewind but then asked to rewind again. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).